Manufacturer narrative:
Device evaluated by MFR: the flexima device was returned for analysis. Upon examination, it was noted that the suture, key, stabilizer, stent, and flexible cannula were all included for evaluation. Bending was observed in the flexible cannula. A detached section was identified in the suture. Additionally, no resistance was encountered during the insertion and removal of the stent into the flexible cannula.

Event description:
Reportable based on device analysis completed on 30jun2025 it was reported that device difficult to advance occurred. The 50-60% stenosed target lesion was located in the moderately tortuous and mild calcified ureter. A flexima was used for procedure. During the procedure, the physician felt resistance when the catheter was pushed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, the analysis of the returned device showed a detached suture.